Manufacturer narrative:
This report is submitted on may 19, 2021.

Event description:
Per the audiologist, the patient experienced a wound dehiscence and fluid discharge at the incision site. The patient underwent a revision of the wound on (B)(6) 2021. The implanted device remains.